Event description:
During a clinic follow-up, the device was unable to be interrogated and did not respond to a magnet. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of no magnet response was confirmed, while the reported event of inability to interrogate was not confirmed. The device was received with inappropriate magnet response and elevated battery current. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.